Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device was not in contact with the patient (it broke outside), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during the surgery, when the device was taken out of the tray, the guide rod ruler was noticed to be broken (the top has cracked). The threads don't engage with the extension. The ruler was not in contact with the patient. There was a backup device available. There were no delays in the procedure and no patient injuries were reported.

Event description:
It was reported that the guide rod ruler broke (the top has cracked). The threads don't engage with the extension. There was a backup device available. There were no delays in the procedure and no patient injuries were reported.